Manufacturer narrative:
The device is not available to manufacturer.

Event description:
It was reported that during the procedure the stent (subject device) was inserted into the catheter and proceeded; however, it could not be pushed nor pulled inside of the catheter, and the entire catheter was removed. The stent (subject device) deployed prematurely inside the catheter and could not be found. Thus both the stent (subject device) and the microcatheter were replaced with the new ones, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was the subject stent was inserted into a microcatheter, however, it could not be pushed nor pulled inside of the catheter, it was unknown whether the stent was deployed or where the stent located but was likely the stent deployed prematurely during use inside the catheter. It was also reported the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure the stent (subject device) was inserted into the catheter and proceeded; however, it could not be pushed nor pulled inside of the catheter, and the entire catheter was removed. The stent (subject device) deployed prematurely inside the catheter and could not be found. Thus both the stent (subject device) and the microcatheter were replaced with the new ones, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.